Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined.

Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
The wife reported that the patient's blood glucose reached 300mg/dl while wearing the pod on his abdomen for between 4 and 24 hours. She stated that there was no hole at the site, where the cannula would have gone in, when the pod was removed. Treatment included taking an injection.